Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The technical support specialist tested draw one on auxiliary two and did not find any issues with the drawer. The customer was able to get medications for the drawer without any issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the drawer is sticky and consistently fails, it must be manually open from the back to fail the drawer and recover. There were no adverse events or injuries reported based on this event.